Event description:
It was reported that a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave® clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock became occluded and there was no flow during patient use. The customer is reporting that the lipid port is occluded. It was not detected prior to direct patient use. There are no mating devices available to be tested. There are no same lot device samples available. The involved device is available to be tested. The device was changed out/replaced with no further problems encountered. There is no medical/surgical intervention required. There are no adverse operator consequences. There is no blood loss. There was no unprotected chemo exposure. There is 1 sample being returned for investigation by psr/ acct. Mgr. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
D9 - date returned to mfg: 4/10/2024. Received one (1) used mc330375 smallbore quadfuse extension set w/4 microclaves for inspection. As received, the 1.2 micron filter was wetted out with prior infusate and the set was filled with dried-up infusate. The set was attempted to prime. Flow could not be established. The reported complaint can be confirmed. The probable cause is due to the filter clogging with infusate during use. The dfu states: "a filter that clogs during infusion should be replaced. Attempting to clear the filter with pressure may lead to breakage. Solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24 hours." A device history review (DHR) could not be conducted because no lot number(s) was/were identified.